Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and shell thickness of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view, measuring 1 cm. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 54-year-old female patient underwent a primary breast augmentation surgery with 375cc mentor smooth round spectrum saline breast implants. Post-operatively, the patient experienced a deflation on the right side, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2022. Upon explantation, it was discovered that both devices were deflated. Refer to manufacturing report number 1645337-2022-12835 for the contralateral event.